Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis with culture (B)(6) for e.coli in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was not hospitalized and at the time of this report, the patient was recovering. It was not reported whether dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11c02023 and h10l15085 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.